Event description:
It was reported that during a laparoscopic hand assisted sigmoid, the device delivered an incomplete staple line. Procedure was converted to open to suture the anastamosis. The procedure was extended 1.5 to 2 hours. There was no adverse consequence to the pt.